Event description:
It was reported that patient interstim device was explanted because it had did a lot of damage which was clarified as caused nerve damaged. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# v942570, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was later reported that the last time patient was seen by the health care provider was (B)(6) 2012 and at that time, the patient was reprogrammed with good therapy regarding interstim implant. It was noted that they had no record of nerve damaged.

Event description:
It was reported that patient interstim device was explanted because it had did a lot of damage which was clarified as caused nerve damaged.it was also indicated that ¿it was not working; it wasn't working out of me. Only the one to my spinal was working."

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v942570, implanted: (B)(6) 2012, product type lead. (B)(4).